Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check fail. It was also reported that the right ventricular (rv) lead exhibited undersensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.